Event description:
The pt reportedly was getting false readings in the 60's mg/dl when using the suspect device to check blood glucose. Pt thought "insulin" was down and as a result was hospitalized for six days. Did not provide any other info regarding diabetes. Pt did indicate pt was treated for a degerative heart and emphysema. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.